Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the thumb advancer was advanced but when the deployment button was depressed, no clip was present. The device was removed and hemostasis was achieved using manual compression. There was no adverse patient effect reported.

Manufacturer narrative:
(B) (4) (B) (4). The customer reported the device was discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report.